Event description:
Device 3 of 5. Ref MFR reports: 1627487-2013-18712, 1627487-2013-18713, 1627487-2013-18715, and 1627487-2013-18716. It was reported the patient experienced ineffective stimulation. The patient indicated her headaches are better controlled and she does not use the system. Also, the patient indicated her ipg was no longer functional because she did not charge the device. The patient's system was explanted. It is unk which leads the patient had explanted; therefore, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.